Event description:
The adapter furnished to facility by medtronic, inc to allow facility to use their new cables with old generators is experiencing a high failure rate (breakage). The connector on the adapter that connects the new cable to the adapter breaks and dislodges from the adapter causing loss of pacing to pt.